Manufacturer narrative:
This summary report provides data received from the svs/vqi registry under exemption number: e2017023. This report is being submitted under patient problem code (B)(4) for in.pact admiral dcb, product code onu - drug-eluting peripheral transluminal angioplasty catheter. Specific device model numbers are unknown. This data has been provided to medtronic by a third party and is limited and de-identified. The 14 target lesion revascularizations involved 24 balloons with diameter ranging between 4mm <(>&<)> 6mm and balloon length ranging 40mm <(>&<)> 180mm all balloons were successfully used during the index procedure. The devices were not returned for evaluation. Manufacturing controls are in place to ensure that all product released meets manufacturing specification. Restenosis of the dilated artery is a complication associated with the use of the in.pact admiral pta balloon catheter and is listed as a potential adverse effect in the IFU. Therefore remedial action is not required. Age or date of birth: average age. Weight: average weight. Sex: majority sex.. Ethnicity: all patient were not hispianic/latino. Race: 14% black or african american, 86% white. If information is provided in the future, a supplemental report will be issued.

Event description:
This report summarizes 14 serious injuries. This information has been identified within the society for vascular surgery (svs) patient safety organization governed by the vascular quality initiative (vqi) registry. The events included in this report occurred an average of 7.5 months ( ranging from 1 to 12 months) post treatment with the in.pact admiral dcb device(s). The patient age ranged from 51 years to 79 years, weight ranged from 58kg to 101kg and 29% of patients were female and 71% male. The patients underwent a target lesion revascularisation following treatment of a instent restenotic lesion in the superficial femoral and popliteal arteries.